Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The core and coils had separated at the center solder. There were several kinks and bends in the separated tip portion of the wire. The proximal end of the coils, on the separated piece of the wire, was slightly stretched. There were two kinks in the core 20 and 22mm proximal to the center solder. There was no other damage noted to the wire. There was a competitor's snare device returned with the wire. The wire was sent to the lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. The wire was found be heavily damaged. The scanning electron microscopy (sem) analysis showed that the wire had been excessively fatigued at the core and then failed from ductile overload. The coil failed for torsional overload. The cause of the fatigue is not described in the incident info and analysis did not identify why the wire was fatigued excessively. Historical info suggests that the most common cause of excess fatigue happens from leaving the wire prolapsed for an extensive time. Then the bend cycling from the beating heart accelerates wire fatigue. In this instance, there is not any info about prolapsing the wire during the procedure and therefore, the cause of the fatigue is unk, but the sem analysis did not suggest that the failure was mfg related. The lot history record (lhr) was reviewed and there are no nonconforming material reports associated with this lot number. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Mfg assures the quality of the wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the quality assurance department.

Event description:
Reporting status: serious injury - med intervention. Reporting retionale: guide wire separation requiring med intervention. Device issue: guide wire separation. It was reported that the target lesion was in the obtuse marginal. After pre-dilatation, when delivering the stent. The traverse guide wire felt odd. It was then found that the tip (approx 3 cm from the tip) of the guide wire was separated. The tip was retrieved with a gooseneck snare. The physician was not certain when the tip was actually separated. When he was delivering the stent, there was nothing extraordinary; no resistance. He did not pull or use any force. No additional event or pt info is available.